Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy and bleeding sores under the therapy pads and electrodes. The patient reported being allergic to latex and possibly nickel. There was no alleged device malfunction contributing to the irritation. During the follow up, the patient confirmed that her physician is aware that she does not wear the lifevest as often as prescribed. The patient also reported that her physician prescribed a cream and the skin irritation is improving.